Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was found that the right atrial lead was capped and replaced on (B)(6)2012 for an unknown malfunction. The patient was in stable condition.